Manufacturer narrative:
Device evaluation: device analysis can confirm that a longitudinal tear was present in the balloon material. The tear was located at the proximal edge of the proximal markerband and extended distally for a total length of 1 cm. No other issues existed with the device. Microscopic examination of the ballon material and of the actual markerbands could not identify any anomalies that could cause the tear to occur. The complaint description, however, does not make any reference to a tear or rupture having occurred in the balloon. The actual complaint is related to difficulties that the physician experienced in attempts to cross the lesion. The root cause of these difficulties could not be determined. A review of the manufacturing record for this particular batch (8862918) shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be identified.

Event description:
It was reported that during a pci procedure, the physician opened the maverick2 monorail ballon for predilation, but had difficulty crossing the lesion in the 90% stenotic left anterior descending artery. The procedure was successfully completed with another maverick2 balloon. Patient status is listed as "good". However, the returned product analysis confirmed that there was a tear in the balloon.